Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that following a right hemicolectomy and anterior resection procedures performed on (B)(6) 2012 the patient experienced excessive post operative bleeding within a 24 hour period. Total amount blood loss not reported. The patient required a blood transfusion. A gia stapler was also used during procedure. Device was discarded. There was no other reported patient consequence. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.